Event description:
The surgeon inserted a three piece silicone lens model aq2010v. The lens was removed without patient injury. The surgeon did not like the way the lens sat in the patient's eye and decided to use another lens to complete the surgery. There was nothing wrong with the lens.